Manufacturer narrative:
This event is not a product deficiency nor a manufacturing related issue. Based on the information received, operational context most likely contributed to this event.

Event description:
Through follow-up with the surgeon, he indicated that the perfusionist put a tie band on the connector, which made it crack.

Manufacturer narrative:
The deice was not returned to edwards for evaluation as it was discarded by the hospital staff. The reported complaint condition was unable to be confirmed. A definitive root cause cannot be determined at this time. No further corrective or preventative action is required. Trend will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that two edwards cannulae cracked at the connector end. The surgeon inserted the cannula into the right femoral vein. There was no excess force or difficulty with placement. He allowed the cannula to back bleed, and when he clamped the cannula, the connector on the end cracked and flew out of the cannula. The placement of the tubing clamp was checked by the perfusionist, and was not close enough to the connector to cause it to break. Once they were on ECMO, the perfusionist placed tie bands on the left femoral cannula. The tie bands went on okay, but once the gun was used to tighten and cut the band, this cannula cracked as well. It started pulling in air. They were able to stop the flow, cut out the connector, and insert a new one with no issues. The new connectors were tie banded with no issues. The perfusionist was not aware of any patient injury due to the event. They did have to come off ECMO for a few seconds, and the patient desaturated from 100 to 93. The devices are stored in sterile core until there is a transport. After the transport, they restock the transport bags, then they sit in the box in the bag. There was no damage noted to the packaging. The boxes were a little worn, but nothing more. The disposables are discarded after use. Both connectors were thrown out. They replaced both connectors on each side.